Event description:
Healthcare professional reported left side "cysts", "heterogeneous echogenicity tumor", "soft lobulations", "folds" and "capsular contracture" baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of capsular contracture, wrinkling crease/folding of implant, and rupture, was reviewed on feb 09, 2022. Visual analysis of the photographs identified; white and red encapsulation and red particles on the shell. No openings and wrinkles were observed on the device.device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported rupture was observed during surgery. Device has been explanted.